Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40207r2099 ) was chosen for implantation. During preparation, the clip opened continuously to 10-20 degrees when establishing final arm angle (efaa) going from neutral knob position to open. Efaa was attempted once more but failed again. Troubleshooting was performed but was unsuccessful. A replacement device was used to complete the procedure. There was no patient involved and no clinically significant delay.